Manufacturer narrative:
The complaint could not be confirmed or duplicated. The leadscrew was able to prime and rewind multiples times with no issues; all buttons and screens performed as intended. No fault was found while troubleshoot testing the device.

Event description:
It was reported that during a cannula change the device¿s confirmation prompt for ¿do you see drops¿ would not accept input, and the screen remained unresponsive; the user had never updated firmware and could not access the firmware update confirmation screen or restart options, and a replacement device was provided. Symptoms included no injury or adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected user interface malfunction consistent with a screen responsiveness issue preventing completion of required prompts and blocking access to the firmware update pathway. It was concluded, based on previously established findings for similar reports, that the cause was an operational failure of the user interface, with the specific root cause undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.